Event description:
Customer reportedly obtained results of 76mg/dl and 225mg/dl on the aviva system within 10 minutes. An additional comparison shows the customer reportedly obtained results of 46mg/dl and 232mg/dl on the aviva system within 10 minutes. No action taken on reported device results. No adverse event reported. Requested return of suspect system and replacement was sent.